Event description:
Patient experienced bradycardia during a superdimension procedure and was hospitalized for observation. The patient was subsequently released from the hospital without further intervention or complication. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the observational hospitalization though no additional intervention was reported. If additional information is received a follow-up report will be submitted. Link to article: http://www.ncbi.nlm.nih.gov/pubmed/25590477.